Manufacturer narrative:
This lead has not been returned for analysis. Should additional information become available, or if the lead is returned, this report will be updated.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation noted that the outer lead insulation was bunched in several places, dried blood/body fluid was noted in the lumen and helix housing. Resistance testing and a pressure test of the inner insulation was completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. The lead did not pass the helix mechanism test due to the presence of blood/body fluid. The helix mechanism was functional after removal of the dried blood/body fluid. The reported clinical observations could not be confirmed by analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged. A revision procedure was performed and the lead was explanted and successfully replaced with another manufacturer's lead without incident. No adverse patient effects were reported.

Event description:
Additional information was received indicating that the lead was returned for analysis.